Event description:
Caller reported alarm 2 followed by alarm 26, indicating multiple occlusion events. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed using insulin. They were experiencing frequent occlusion issues and requested additional assistance for a follow-up.